Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat stress urinary incontinence and sling mesh was used and an unknown procedure on (B)(6) 2009 and mesh was implanted. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - mesh exposure. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two events were involved for this patient. See also medwatch 2210968-2012-04114. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient concurrently underwent a vaginal hysterectomy and laparoscopy sacral colpopexy procedures on (B)(6) 2009 when mesh was implanted. The patient underwent a mesh excision procedure on (B)(6) 2012 due to erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced perineal fistula.

Event description:
It was reported that following insertion the patient experienced perineal fistula.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced atrophic vaginitis and incontinence.

Event description:
It was reported that following insertion patient experienced atrophic vaginitis and incontinence.